Manufacturer narrative:
Investigation complete: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 155234 the abbott diagnostics scarborough's limit of detection (lod) positive quality control x3 devices and negative (blank) swabs x3 devices. All tests were valid and performed as expected. No false negative results were observed, and the customer's complaint was not replicated. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/195-260/ lot 155234 and device part number 195-430h / lot 150334. Quality control release testing met specifications and there were no false negative results observed. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within label claims. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific quality control samples, patient samples, or technique issues.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updated fields:.d1, d2, d3, d4, g1, and g4.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported unconfirmed false negative result with the binaxnow covid-19 antigen self test. The consumer had a blood test conducted and that generated positive results. Although requested, no additional information, including patient treatment and outcome was provided.